Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system on (B)(6) 2010. On (B)(6) 2010, it was reported that the pt was no longer feeling stimulation. The ipg could not be located with the charger or patient programmer. A new charging system was sent to the patient. No add'l info is available at this time.